Event description:
Customer complaint alleges the device heating plate is not heating even though the device itself gets hot. Alleged issue reported occurred during use. No patient injury or consquence reported. Patient condition reported as fine.

Manufacturer narrative:
Qn#(B)(4). The sample was returned for evaluation. A visual exam was performed and there were no defects observed. Functional testing was performed and the unit was connected to 110vac. The unit passed the initial power connect test and navigated through the power-on self-test (p.o.s.t.) With no issues. During the temperature display accuracy test the unit displayed the correct temperatures and properly alarmed in the high temperature scenario. The unit was prepared for the functional bench test where water, an adult breathing circuit (880-36kit), 10 lpm of air pressure, and a 382-10 universal water column is connected to the unit for a real time operational scenario. The unit successfully negotiated all pre-operational self-tests again. The heater temperature was set at 37 c. The unit successfully negotiated all pre-operational self-tests again. Once the heater was back online real time the heater column temperature would not move from ~ 22.2 c. The onboard power supply pcb (printed circuit board) was by-passed with a known functioning power supply pcb. The unit was reconnected and started again. Once the heater moved successfully through all the self-diagnostics the temperature would not rise above 22.2 c. By process of elimination, the heating discrepancy was narrowed down to a faulty power control pcb. Based on the investigation performed, the reported complaint was confirmed. The root cause was established as normal wear. No further action required.

Manufacturer narrative:
(B)(4). The device involved has not been received by the manufacturer for evaluation at the time of this report. However, nine devices were taken from the current production, and functionally inspected. During testing, the issue reported "unit will not heat plate during use" was not observed in the current manufacturing process. A device history record investigation for serial number reported did not any show issues related to this complaint. A record assessment (fmea) was conducted and no update is required. Customer complaint cannot be confirmed. Root cause and corrective actions cannot be determined. If the device sample becomes available at a later date, this report will be updated accordingly.

Event description:
Customer complaint alleges the device heating plate is not heating even though the device itself gets hot. Alleged issue reported occurred during use. No patient injury or consequence reported. Patient condition reported as fine.